Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device check, the pulse generator could neither display estimated battery longevity nor the implanted date. There were no adverse consequences to the patient. The device remains implanted.